Event description:
It was reported that during use cs300 intra-aortic balloon pump (iabp) had automatic inflation failed during use. The customer replaced the machine for use. There was no patient harm.

Manufacturer narrative:
Due to character limitation event site full name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, g7, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) stated maintenance kit needs to be replaced and the hospital sought repairs from a third-party company.